Event description:
It was reported that during an upgrade the superior vena cava (svc) coil had increased impedance. The physician programmed the svc coil to off and left the right ventricular lead in place as a single coil implantable cardiac defibrillator (ICD) lead. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.